Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported pericardial effusion could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article: initial clinical experience with versacross transseptal system for transcatheter mitral valve repair.

Event description:
This is filed to report pericardial effusion. It was reported in an article summary that mitraclip devices may be related to pericardial effusion. Specific patient and procedural information is unknown. Additional information can be found in the attached article "initial clinical experience with versacross transseptal system for transcatheter mitral valve repair".